Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and one electrical issue was recorded for this needle batch. During investigation, the needle failed the hi-pot test. The device was disassembled and an insulation damage of the heater first loop was observed. The resistance wire insulation layer on the heater was damaged leading to the current leakage in this point. The exact root cause for the damaged resistance wire insulation wire could not be determined

Event description:
During a renal cryoablatiion procedure and at the start of the first I-thaw cycle, the patient started twitching at the needle insertion site. All 5 iceforce 2.1 cx 90° cryoablation needles were turned off and turned on one by one to determine which needle caused the twitching. Case continued with passive thaw. After the case was completed, 4 needles were removed. The physician proceeded to I-thaw the one needle that caused twitching one more time as a test. The needle did not cause the patient to twitch this time. The case was completed successfully with no harm to the patient.